Manufacturer narrative:
This device is used for the treatment of the patient. Surgical notes from the primary surgery were provided for review. The surgeon appeared to follow the proper technique and no major complications were indicated. Patient had excellent range of motion and stability with acceptable patellar tracking. In a post-surgical office visit on (B)(6) 2015 the surgeon indicated that the symptoms that the patient is experiencing seem to match probable loosening of a prosthetic joint. Provided x-rays show indications of radiolucency of the tibial component anteriorly but there are also indications that the component was positioned slightly laterally. However, zimmer employees are not health care professionals and are unable to provide medical advice based on x-rays. The zimmer package insert states loosening of the prosthetic knee components as a potential adverse effect of the surgical procedure. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on february 19, 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action.

Manufacturer narrative:
A visual review of the returned tibial component suggests a lack of osseointegration over about 40 percent of the bonding surface. The pegs were cut off but they also displayed a failure to osseointegrate on several facets. These devices are used for treatment of patients. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is now known that the patient was revised due to loosening.

Event description:
It was reported that the patient is experiencing pain and is having difficulty walking.

Manufacturer narrative:
Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Device labeling indicates that the combination of the femoral and patellar components used in this case is not indicated for use. The appropriate combination of these products may have caused or contributed to the alleged failure, but a definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies.